Event description:
It was reported that the lead exhibited unacceptable thresholds. A chest x-ray revealed no anomalies. The defibrillator was programmed to vvi mode. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.